Event description:
It was reported to resmed (B)(4) that an system fault (sf101) message was observed on an astral device indicating a loss of communication. This resulted in an alarm that notified the caregiver of the error message. There was no pt injury reported as a result of this incident. MFR # 3004604967-2015-00111.